Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the rep reported that the patient was getting their ins replaced on (B)(6) 2017 when the doctor noticed clear fluid in the pocket and had a gram stain done. The original ins was removed and a new ins was implanted before the lab results came back indicating an infection. The new ins which had just been implanted was then explanted. It was noted that at the time of the report the patient only had leads still implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). After the rep checked with the office, there was no evidence of infection at that time. The office and patient have not decided to r e-implant device at this time. The patient is not wanting any more surgeries. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Related reg report: 3004209178-2017-07086. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they needed a MRI of the knee but the MRI facility did not want to perform the MRI because the patient still had a lead implanted. The patient reported that they had an ins explanted and replaced on (B)(6) 2017. The patient stated "they popped my battery or something" so the replacement battery and one of the two leads were removed on (B)(6) 2017, and the second lead was left implanted. This contradicts what was previously reported - that the patient had a full system explant. The patient stated they did not know the reason why the lead was left in. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the outcome was a full system explant. The origin of the infection was not disclosed to the representative. They noted that the patient was not willing to be reimplanted at this time. No further information was available.